Manufacturer narrative:
The customer has only sent the analog board to zoll technical service for evaluation.

Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device, the device's crt display screen was not functioning. The complainant indicated that there was no pt involvement in the reported failure.